Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the doctor reported the patients' metal ions were elevated. Concern that it is from implants.

Manufacturer narrative:
This event is a duplicate of pi ((B)(4)).this event has been reported under MFR report for report #(0002249697-2013-02069).

Event description:
It was reported that the doctor reported the patients' metal ions were elevated. Concern that it is from implants. This event is a duplicate of pi ((B)(4)).this event has been reported under MFR report for report #(0002249697-2013-02069).